Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The difficult to position and remove the guide wire could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulty positioning the guide wire however the difficulty removing the guide wire appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all other relevant information. Date of event estimated. Relevant test date estimated. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a re-vascularization procedure a 3.5x12mm xience pro stent delivery system (sds) wouldn't advance and got stuck on the guide wire. The guide wire and the sds were removed as a single unit. Access to the lesion was lost. Once the guide wire and the sds were outside the patient anatomy, they were separated by applying great force. There was no adverse patient effect. No additional information was provided.